Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of escherichia fergusonii as escherichia coli while testing an external quality assessment strain (qcmd) with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that upon initial and repeat analysis of the escherichia fergusonii strain, the vitek ms obtained identifications of escherichia coli. Initial vitek ms: escherichia coli. Repeat vitek ms: escherichia coli. Expected: escherichia fergusonii. As this was an external quality assessment strain, there is no patient involved. An investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following a notification from a customer in sweden that they obtained a misidentification of escherichia fergusonii as escherichia coli while testing an external quality assessment strain (qcmd) with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation: complaint analysis and device history review: the investigator searched for complaints recorded for a misidentification due to a kb weakness related to escherichia fergusonii and a non-optimal spot preparation. There is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. The complaint analysis did not reveal this issue as a systemic quality problem. Fine tuning: status was good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the suspected identification (escherichia fergusonii) is present in vitek ms kb v3.0. As the system was operational during the tests, it should identify this strain correctly. Sample data analysis: according to data provided, the misidentifications were obtained from the spectra having a correct number of peaks (56 and 92). Moreover, the misidentifications were obtained with an acceptable identification score (0.96 and 0.5). By reprocessing the customer data with vitek ms kb v3.2 or the next vitek ms kb v3.3 (in development), there is no improvement. The number of good peaks was more important for e. Coli than e. Fergusonii. Escherichia fergusonii would be the potential second choice given by vitek ms but the score difference between the two spectra were superior than the tolerance of 0.5 (i.e. 0.88 and 0.57) for giving a low discrimination. In addition a score near ¿0¿ (0.97 and 0.52) was not common for e. Coli identification because it is a very robust class. This identification result should be questioned. Escherichia coli class takes over the escherichia fergusonii class. The issue could be due to a kb weakness for escherichia fergusonii. Further consideration is in progress by r&d to improve this class. Conclusion: kb weakness related to escherichia fergusonii, non optimal spot preparation. No CAPA number is needed.